Event description:
The facility reported that the stop button did not work on a pump. This event occurred when the clinician was going to change the bag for the patient. The stop button did not work so the clinician turned the pump off. The patient was not over infused. An alternate pump was then used. It is unknown as to what was being infused. There was no patient injury or medical intervention necessary.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.